Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter that, when unsheathed, legs were overlapped. It was withdrawn and another filter used. After the filter was sheathed and removed they opened the filter on the back table and it was fine. Patient outcome: no adverse effects on the patient was reported due to this occurrence.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and returned product. The jugular introducer and the filter were returned. The filter had detached, but was properly expanded and without any damages. However, no images were provided and therefore it would be inappropriate to speculate at what may or may not have caused the filter legs to overlap, when the filter was unsheathed, but reference is made to IFU, warning not to rotate the released filter inside the vena cava. Doing so may compromise the performance of the filter. During the manufacturing/qc processes the spring effect of every filter is 100 % controlled, as they are all deployed after advancement through a testing sheath. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.